Event description:
It was reported the single use aspiration needle exhibited that the needle penetrated the sheath and perforated the sheath. This issue was exhibited during a diagnostic endobronchial ultrasound and was completed with an olympus back-up device, re were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.